Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump had shorter than expected battery life and moisture was present. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings:a review of the black box showed partially discharged batteries were installed resulting in low battery warnings and replace battery alarms. The pump was returned with corrosion in the battery compartment. No damage was found to the returned battery cap or to the battery compartment. The returned battery cap fully attached to the pump and powered it on. The pump electrical current draws measured within specifications. A battery life issue was not duplicated during testing. A leak was found in the display. The pump cover was removed to find moisture on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).